Manufacturer narrative:
Device passed displacement test, rewind, and basic occlusion test. Unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Motor was tested outside the device and passed. No motor error alarm noted. Cracked case on lcd display window corners and missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple motor error alarms during bolus delivery. Customer's blood glucose was 426 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.